Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 0-degree endoscope plus had the controls on backwards. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 0-degree endoscope plus for failure analysis investigation. The unit was analyzed and the failure analysis investigations did not replicate or confirm the customer-reported complaint that the controls were reversed. Additional observations not reported by the site: the endoscope was visually inspected and found to have cosmetic damage. Inspection of the endoscope housing revealed that the laser marking on the housing shell was faded and/or partially removed. The endoscope cable was also found to have minor cut(s) in the insulation, located in zone a near the integrated connector. The endoscope was subjected to a friction test using a screening aid to manually rotate the adapter and evaluate resistance. During testing, the camera instrument adapter did not rotate smoothly, and noise was observed, confirming a binding condition. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.